Event description:
It was reported that a revision surgery occured to replace a screw that had disassembled post-operatively and to repair a non-union. Two inserters fractured during the case. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional items involved in event: part number: 14-501035. Per the instructions for use, "possible adverse effects include,": "bending, loosening, or fracture of the implants or instruments". "Nonunion or delayed union". "Reoperation...".